Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had loose drive support cap and beep anomaly. The customer stated that the insulin pump was no longer working as the insulin pump fell and hit the floor. The bottom of the insulin pump broke and customer taped it and it gave solid beep. Customer reported that drive support cap came off from the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with detached or broken end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify audio or vibrate anomaly or absence of alarm due to detached or broken end cap. Device received with loose drive support disk and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.